Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were hospitalized due to high blood glucose 600 mg/dl was unknown. Customer did not mention any symptoms. Blood glucose value when admitted to hospital was 600 mg/dl. Customer blood glucose reading for time of the incident was 600 mg/dl. Customer current blood glucose reading was 131 mg/dl. Customer was using the insulin pump within 48 hours of reported high blood glucose reading event. Customer was treated with insulin pump. The drive support condition was not mentioned. Customer did not perform high pressure test. Products will not be returning for analysis.